Event description:
Event description guidant received information that the rate sensing portion of this patient's endotak dsp lead was capped, due to inappropriate shocks caused by oversensing. During the capping of the rate sense portion, it was found that there was some insulation damage where the connector pin enters the header. A new rate sensing lead was added to the system.